Event description:
It was reported the value was explanted due to aortic insufficiency with some dehiscence of the outflow suture line and leaflet tears observed at explant. The annular suture line remained intact with no paravalvuar leak. It was reported the dehiscence could possibly have resulted from the implant technique utilized. Endocarditis of the patient's native mitral valve with vegetation was observed. The aortic and native mitral valves were replaced with mechanical valves.